Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent issues with displaying pacing spikes on patient external monitors while the external pulse generators (epgs) were in use; the patient experienced a device-induced ventricular tachyarrhythmia, however the pacing spikes were missed by the patient monitor. The epg was immediately reprogrammed, and it was noted by the customer that the event was a consequence of a programming error made by the physician who programmed the device. The customer was advised to review the user training program, and to train a "super user" on epg basics in order to avoid similar events from reoccurring. The epg remains in use. No further patient complications have been reported as a result of this event.